Event description:
It was reported that the ventricular sense on the external pulse generator was out of specification, that it read low. The generator was returned for service, as well as for test and calibration. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board is out of electrical specification. One side bail cover and one side bail are missing. Keyboard is scratched. One side bail cover is broken.